Manufacturer narrative:
The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. In this case, per report, procedural factors (quality of the image was poor) contributed to the reported event. No device malfunction was identified in the report. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our (B)(4) affiliate, the 26mm sapien 3 valve dislodged from the balloon during valve deployment resulting in a partially deployed valve. The valve was placed in the ascending aorta and a second valve was successfully implanted. The patient is stable. As reported, the valve was not aligned onto the balloon properly in the aorta and when the valve was deployed in the annulus it was only partially deployed. Per report, the quality of the image was poor and very difficult to see the markers on the catheter.

Manufacturer narrative:
In review of the file, the reporter corrected the placement of the valve. The valve was placed in the descending aorta and a second valve was successfully implanted.